Manufacturer narrative:
Reference number 11023461, upn (B)(4), model sc-8216-50, serial (B)(4). It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient passed away. No further information can be obtained.